Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Device received with normal operating currents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer also reported failed battery teat and power loss alarm. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were unattended alarms. Pump did not alarm battery failed alarm. Customer states they do not receive frequent battery failed alarms. Alarm is not cleared before inserting battery. Pump is not alarming at time of call. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.